Manufacturer narrative:
The product involved in the report was not available for evaluation. Based on the investigation no root causes can be established, as a lot number, sample or photo was not provided. The incident was noticed in a cpt pack. This is an isolated event and personnel was notified about the issue to create awareness. All information reasonably known as of 15jun2023 has been included in this medical device report. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in the report was not available for evaluation. Upon completion of the investigation, a follow-up report will be filed. All information reasonably known as of 24apr2023 has been included in this medical device report. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a product is defective or has caused serious injury. H3 other text : device not returned.

Event description:
Surgical drape material is coming off. Bits of the material have become loose on the surgical field as a result. The end user's hands and arms are in contact with the drape. The surgeon and or staff are concerned that the debris may come in contact with the surgical incision. The surgical drape 13231 is a component of the acs nuero pack. The complaint surgical drape was manufactured by o&m halyard inc.